Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a procedure was being performed to implant a pacemaker. During the procedure, the physician tested the device and discovered that there was poor output from the pacemaker. After multiple attempts testing the device, the physician exchanged the pacemaker while the chest pocket was open. The patient was stable throughout and after the procedure.

Manufacturer narrative:
As received, a pacemaker was returned above normal elective replacement indicator. No anomalies were found.